Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that starting recently with increased stimulation, the pt experienced a "sting" sensation in the lead implanted area and felt stimulation in the wrong location. The paresthesia pattern was centralized "down low" by the anchoring location. A t-spine x-ray was taken and revealed that the perc leads had migrated down and were "bunched up". The leads were removed and replaced with a paddle lead. The pt is "doing well" with the new lead, and was reported as getting "great coverage" and "happy" with the device.